Event description:
It was reported that the patient had been experiencing breakthrough seizures when he presented to the physician's office. During the visit the generator was interrogated and a high impedance warning message was observed. The patient underwent surgery where the vns generator and lead were replaced. The explanted products have not been received to date.

Event description:
The explanted lead and generator were received and are currently pending analysis.

Event description:
Analysis was completed on the generator and lead. During electrical testing the generator met specification however it was found that a combination of a high impedance value and output current setting required a ¿vboost¿ compliance voltage that exceed the maximum compliance voltage capability for the device. The ¿vboost¿ compliance voltage condition is not considered a device failure, but an expected event due to the pulse generator remaining ¿on¿ post explant. Analysis of the lead found that a large portion of the lead including the electrodes and tie downs were not returned. Therefore analysis could not determine if this portion of the lead contributed to the event. Set screw marks were observed on both lead pins, indicating that at one time there was proper connection between the lead and generator. Abrasions were observed in various locations but none penetrated the tubing. No anomalies were observed with the returned portion of the lead.